Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the imaging system screen went blank and upon removal of the catheter a thrombus was noted. The catheter was in the right coronary artery and after two runs, the screen went blank prior to the contrast being injected. The catheter was removed and thrombus was noted. The procedure was completed with angiography with no patient consequences. After the procedure, the system was tested and it was noticed that it was hard to start the system and the screens were blank. The oct runs were not all captured on the system. Alarms and beeping was heard coming from the system.